Event description:
It was reported that during an unk procedure, the device could be fired at the first firing, but the clip could not be fed into the jaws properly at the second firing, and the device could not be fired. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/5/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # a98n2c. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned sample determined that the el5ml device was received with no visible damage to its external components. The opened packaging was also returned with the instrument. To replicate the reported issue, the device underwent functional testing. During testing, the device was cycled; however, the clips were not fed into the jaws as intended. To further assess the condition of the internal components, the device was disassembled. Upon disassembly, the feeder shoe tab was found to be damaged, which was identified as the cause of the clip feeding failure. Additionally, fourteen (14) clips were observed within the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. Device history review: a manufacturing record evaluation was performed for the finished device batch a98n2c number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.